Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
The facility contact reports that no fragment was retained in the patient. The surgeon retrieved it immediately upon breakage.

Event description:
It was reported during a case on (B)(6) 2013, a 1.0mm screwdriver blade broke off while inserting a 4mm screw in the frontal bone of the patient. The piece that separated from the broken screwdriver was not retrievable. The case was completed using another screwdriver from our set. Screwdriver broke during a frontal sinus fracture repair of the forehead. Surgeon did not appear to be using excessive force when the screwdriver broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. A product development evaluation was performed. One 1.0mm cruciform screwdriver blade with spring holding sleeve (hex) (p/n 314.482) was returned etched with part number ¿314.482¿, lot number ¿1593445¿ and ¿ø1.0¿. The tip of the screwdriver blade was broken at two tangs and twisted in clockwise direction from the handle perspective. There was no noticeable marring or scratches on the instrument; minimal spot corrosion was noted on the body of the instrument but not at the tip where breakage occurred. The 1.0mm screwdriver blade noted in this complaint is used for the insertion and removal of 1.0mm cruciform and plusdrive 1.0mm bone screws; the type of screw used in the complaint is unknown. The clockwise deformation indicates that the twisting deformation of the driver tip occurred during the removal of a screw; it is unclear if the twisting of the blade occurred before or during this surgical procedure. The complaint description indicates the tip breakage occurred during insertion so it can inferred that the twisting deformation of the tip occurred before the noted tip breakage. Plastic deformation of a metal screwdriver tip reduces the maximum torsional force that can be applied during insertion. So it can be concluded the cause of the tip breakage resulted from previous deformation and damage of the instrument prior to attempted insertion noted in the complaint. The noted deformation could result from excessive force during removal or material fatigue resulting from repeated use; the cause for the deformation cannot be determined. It should also be noted that frontal bone can have increased density in comparison to other craniomaxillofacial bones which could lead to an increased torque required for insertion. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. A manufacturing evaluation was performed. Three of the four blades at the tip of the screwdriver are broken off. The remainders of the blades are extremely twisted in clockwise direction. The relevant dimensions can not be verified anymore due to the damage of the tip. As indicated in the manufacturing documents the correct material (1.4028) was used and the hardness was with 530hv within the specification of 510hv +60/0. The complaint description states that the screwdriver broke during the insertion of a screw. However, the extreme clockwise deformation indicates that the damage did happen during counter-clockwise rotation, which is used for the extraction of a screw. Perhaps the screwdriver did get deformed during a previous procedure by the extraction of a possibly blocked screw and was therefore weakened. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: the manufacturing records were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.